Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a suspected bluetooth malfunction. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates the device was able to pair after interrogating with a programmer. The patient did not keep their phone near the bed at night so the device was not connecting routinely.

Manufacturer narrative:
Correction - h6 - medical device problem code should have been wireless communication problem rather than failure to interrogate.